Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after the ablation portion of the right cavotricuspid isthmus (cti) atrium, left roof floor line and wide antral circumferential vein, the catheter was removed from the body and proceeded to the implantation of a permanent heart device portion of the procedure. During the implantation, there was difficulty with anatomy and sizing while deciding between 27 and 31, and deployment reportedly took over two hours. The cti line block and asked for an effusion check, an effusion was seen. Surgery was paged and the patient was rushed to the operating room, and the procedure was aborted. No further patient complications have been reported as a result of this event.